Event description:
The user facility reported that during a diagnostic endoscopic ultrasound procedure, excess air accumulated in the balloon and interfered with the ultrasound image. The procedure was completed with a different, but similar device. No patient injury was reported and no further information was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of excess air accumulation while the balloon was inflated with water as a result of a worn o-ring. The ultrasound image was found distorted and dents and scratches were apparent on the c-cap of the endoscope. The cause of the user's experience cannot be conclusively determined at this time; however, user handling and extensive usage of the device cannot be ruled out as a contributing factor. This report is being filed as an MDR in an abundance of caution.